Event description:
It was reported that the patient presented to the emergency department (ed) as he was feeling symptomatic. Interrogation revealed that the right ventricular (rv) lead exhibited low pacing impedance, and a polarity switch was observed. Venogram was performed, and the rv lead was capped and replaced on (B)(6) 2026. The patient remained stable throughout the procedure.